Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt states her reason for calling is to facilitate a meeting w/ the manufacturing representative (rep) to get the ins reprogrammed. Pt states when she got her battery changed out, the hcp didn't turn the ins back on. Pt states yesterday, she met w/ the rep who turned the ins back on and spent 2 1/2h trying to reprogram the settings to cover the area of pain. Pt states the reprogramming was unsuccessful and the pt only feels stimulation in her legs, when she needs to feel stimulation in both of her hips. Pt states she is in "such pain" and she has tried unsuccessfully to reach back out to the rep on her own. Pt states that she is not able to move because of the pain, and she has already tried increasing stimulation to 7v, but only gets a "bad tingling" and noted that she still has pain in her hips. Pt was upset over the phone, so patient services (pss) did not further clarify on event date.